Event description:
An aneurx bifurcated stent graft was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unk. It was reported that the pt presented for a 6.5 year follow-up appointment. The CT scan showed a large type iii endoleak between the bifurcated stent graft and the iliac limb. The physician elected to reline the stent graft which was successfully re-aligned with one iliac limo. Final angiogram showed no evidence of endoleak. The pt is fine. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation results: lack of info (no films or operative reports), inherent risk of procedure (endoleak), graft material. Conclusion: device failure directly contributed to event (graft material).